Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain, elevated metal ion levels, black staining of tissues, and stem and taper corrosion. The cup did not appear to be well ingrown. Stem remains in situ. Stem and sleeve added to complaint.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain, weakness, difficulty with activities of daily living and increased metallic ions in bloodstream after asr hip implant.

Event description:
Update rec'd 5/11/2015- medical records received. Upon revision, metallosis and osteolysis were noted. The information received does not change the MDR decision.